Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted use a resolute integrity drug eluting stent to treat a mildly tortuous and calcified lesion in the lad, which exhibited 85% stenosis. The lesion was pre-dilated. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was not performed. It is reported that during stent deployment balloon burst occurred at 9 atm on the first inflation and the balloon failed to inflate. The device was not moved or re-positioned in the lesion prior to the burst. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and excessive force was not used during delivery. The stent was not implanted. The procedure was completed with two resolute stents. There was no patient injury reported.

Manufacturer narrative:
Access was through the right radial. The guide catheter was advanced over the wire. The guide wire was advanced toward the target lesion in the proximal lad. The guidewire was removed. The guidewire was then reported to be advanced toward the target lesion again. The guide wire successfully crossed the lesion. The balloon catheter was advanced toward the target lesion. The ptca balloon was inflated at 8 atm for 23 secs, at 8 atm for 20 secs and at 12atm for 20secs. The first resolute drug-eluting stent was advanced toward the target lesion. It was not deployed. Three more resolute drug-eluting stents were then advanced toward the target lesion. The first was deployed at 9atm for 20 secs, the second was deployed at 10atm for 17 secs, and the third was deployed at 10atm for 18 secs. Patient felt lightheaded roughly 2 hours post procedure, but felt better once placed in supine position. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was positioned on the balloon between the inner shaft markers. There was congealed blood present in the inflation lumen and balloon indicating the presence of a leak. The device was placed in a waterbath to disperse the blood residue. On removal of the device (B)(4) prep detected a leak. On pressurization of the device a leak was detected on the distal shaft 13.2cm proximal to the balloon bond. A longitudinal cut 2.0mm in length was visible on the outer shaft. Sem analysis confirmed the edge of the cut was jagged and uneven. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.